Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the alleged defect is available for analysis and an rga (return good authorization) has been issued. At this time, the suspect device has not been received by carefusion.

Event description:
The customer reported while using the avea ventilator, the unit has a bad blender found during testing. The customer confirmed no patient involvement associated with the event.

Manufacturer narrative:
Upon receiving additional information, the customer reported the event occurred during pre-use checks before placing onto service for patient use. The customer reported this pre-use check test failed indicating a preventative control measure that would prevent the device from being placed in to service, in which if the malfunction were to recur on this or a similar device, patient injury or death would be unlikely.